Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event was confirmed. The subject device (model agilia sp tiva wifi, serial number (B)(6)) was not returned to our laboratory for analysis. However, the suspected defective keypad was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed. When the cover was mounted on the device, a message was displayed saying that the device was in boot mode. 3 different cpu boards were tried and situation remained the same. Therefore, no further analysis could be performed. Keyboard was then taken out of the upper case. Some traces of oxydation on keyboard tracks, but no traces of infiltrations were found. It seems that the oxidation has the effect of blocking several buttons pressed which locks the device in boot mode. Error 28 could certainly be triggered by the oxydized state of the keyboard tracks. Based on available information, the root cause of the reported issue is linked to a weakness of keyboard tracks. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "error ID 28; (diagnosed in faulty keyboard). Change keyboard to new one. After repair device is functional and safe. Quality control performed." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.